Manufacturer narrative:
The insulin pump was received with no unexpected a21 error alarm noted and passed displacement test and a21 test. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the screen of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.